Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this pb980 went into backup ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirmed the unit entered buv. The service personnel (sp) inspected the ventilator and found background diagnostic codes in the logs. Based on the codes, sp replaced the inspiratory flow module(ifm) printed circuit board assembly(pcba) and delivery proportional solenoid (psol). The unit passed all calibrations and tests per manufacturer specifications at the time of service. The unit was allowed to ventilate on test lung for 96 hours and no problems were observed. The cause of the reported event was isolated in the field to a potential fault in the ifm pcba and/or delivery psol. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 went into backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of parts returned result code (annex c) additional code added component code (annex g) remove g07001 and add g0413501 h3 device evaluation summary: was updated due to analysis of parts returned medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this pb980 went into backup ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirmed the unit entered buv. The service personnel (sp) inspected the ventilator and found background diagnostic codes in the logs. Based on the codes, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and delivery proportional solenoid (psol). The unit passed all calibrations and tests per manufacturer specifications at the time of service. The unit was allowed to ventilate on test lung for 96 hours and no problems were observed. One ifm pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One delivery psol was returned to medtronic for analysis. An external visual inspection of the delivery psol revealed no anomalies. The delivery psol was installed into test ventilator for analysis. The unit failed the leak test portion of extended self test (est) confirming the delivery psol was faulty. If a failure of the delivery psol occurs while in use on a patient, the ventilator response would be either the unit entering into backup ventilation or a complete loss of ventilation to the patient. The cause of the reported event was isolated to a faulty delivery psol. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.